Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery with a reduced level of capacity. The reported unresponsive touchscreen was confirmed to be lines on the display. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery with a reduced level of capacity was due to an isolated component failure within the device battery assembly while the defective pneumatic block was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity and a defective pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen, an internal battery with a reduced level of capacity and a defective pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).